Event description:
Ventilator alarmed on 5pav and intensive care unit residents in room found smoke coming from ventilator number 10787. Patient vitals never changed. Vent removed from room. Clinical engineering called and facilities. Vent sequestered in quality for hours and then released to manufacturer.